Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37603 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type implantable neurostimulator . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the fall happened in (B)(4) . Eri indicator didn't happen until (B)(4) . The patient has an appointment on (B)(6) 2018 to address the eri, and stated it hadn't resolved yet. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient was getting an eri indicator on their ins. The patient also stated that they fell out of a tree about 3 months ago. The patient was dissatisfied with the longevity of the battery life. They stated "it's not that old." The eri message came about within the last couple days. The patient was told to follow up with their hcp about the fall and the effect on the device, especially with the eri message. There were no further complications reported.